Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was inserted via the right axillary/subclavian artery in a 56-year-old male patient for the indication of cardiomyopathy, presenting in society for cardiovascular angiography and interventions (scai) stage c shock. The patient¿s comorbidities were not reported. Within a few hours of initiation of impella 5.5 support, the patient developed red-tinged urine and hemolyzed laboratory samples, consistent with hemolysis. Fluid administration was initiated, after which the hemolysis resolved. Per the field representative¿s report, the event was not attributed to the impella 5.5 device specifically. The patient remained on impella 5.5 support at the time of the event. Hemolysis is a known potential risk associated with mechanical circulatory support and may be influenced by patient-specific factors including underlying cardiomyopathy, preload conditions, and critical illness.

Event description:
Survival outcome at explant - survived.

Manufacturer narrative:
B5 additional information. D6b updated.

Manufacturer narrative:
Updated information: d3 MFR fax number added. H6 component code changed to g07001. The investigation for hemolysis/patient-device interaction has been completed. The cause of hemolysis/patient-device interaction was most likely patient condition related since the clinical team confirmed hemolysis improved after fluid administration.

Manufacturer narrative:
Correction: this report is being submitted to correct h9. Upon further review, it was determined that the report was incorrectly associated with a recall. This information was entered in error, and with current information the event is not associated with any recall.